Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The foot separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was performed with two proglide devices using a pre-close technique via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The tavr procedure was performed and the maximum sheath size used was 14fr. Closure of the access site was attempted with the pre-placed proglide sutures; however, hemostasis was not achieved. A third proglide was placed and hemostasis was still not achieved. Reportedly, a fourth proglide device was attempted to be placed, the foot was opened and the plunger was depressed. The device would not come out of the patient anatomy. The foot was closed and the proglide device was removed with resistance from the patient anatomy. Reportedly, a small black piece of the device (possibly the foot) was separated and will be returned. There was no reported tissue damage; however, the patient developed a hematoma. A 5th proglide device was attempted; however hemostasis was not achieved and the bleeding seemed to be more. A sheath was placed to slow down the bleeding and a non-abbott (icast) covered stent was placed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and it is unknown if the physician is established in the pre-close technique. No additional information was provided.